Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had expired after 19 months of support on the lvad. According to the information provided by the vad coordinator, there were no witnesses as the pt was at home alone. No autopsy was performed and the pt was cremated along with the pump and percutaneous lead.

Manufacturer narrative:
The pt's pump was not available to be returned to the MFR for analysis; however, the hospital returned the pt's system controller that was reportedly in use at the time of this event. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.